Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have broken cables. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have foreign particles on the grips-tips. The foreign particles were unable to be removed from the grips using a tweezer. The particles appeared to be small pieces of plastic. Visual inspection displayed no signs of physical damage to the grips-tips.

Event description:
Refer to h11 for follow-up information.